Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section a5: ethnicity/race: unknown, information not provided. Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric preloaded intraocular lens (iol) was explanted from patient's right eye due to residual astigmatism and myopia. There was no patient injury. The incision was enlarged and one suture was performed. The replacement lens was of same model. The patient is doing fine. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 1/8/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was cut into three pieces. No issues that could cause or contribute to the complaint issue was observed.. Conclusion: the complaint issue "unexpected postop refraction" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.